Event description:
After placing another MFR's catheter in the celiac artery, the physician changed the catheter to a terumo straight catheter using the hi-wire and performed gda angiography. During hemostatic procedure following angiography, the pt complained of back pain. A CT examination revealed that blood was leaking from the gda. Another angiography was conducted and the physician placed five tornado coils in the gda to stop the bleeding.

Manufacturer narrative:
Device not returned for evaluation. Evaluation: no product was returned, only the lot number was provided to assist with our investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. A review of records found no other complaints on this lot regarding product flexibility. Nevertheless, we have notified the appropriate personnel of this report and will continue to monitor this device.